Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the device was rrt out of the box..

Event description:
It was reported that prior to implant, it was found that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time while in the box. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was unable to confirm an issue. External analysis found the device battery to be depleted. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the rapid battery depletion was not determined. No hybrid anomalies were observed. Based on the destructive analysis, no evidence of an internal short was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.